Event description:
A peritoneal dialysis (pd) patient's caretaker reported that the patient encountered a fluid leak during a pd treatment. In fill 1 of 2 there were many air detected in the cassette warnings. Fluid was discovered. Technical services issued the patient a new cycler. The patient was able to carry out manual treatments in the absence of a cycler. In a follow up call with the patient's pd nurse, it was verified that the patient did not have any harm, adverse event or intervention in association with the fluid leak. The patient did receive a new cycler which the patient is using with no further issues. The cycler is available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post- accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid leaks in test cassette during test.an accelerated stress test was performed and there were no issues encountered. No fluid leaks in test cassette during test. Valve actuation test passed. System air leak test passed. Patient sensor pressure verification passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was a visual evidence of a clog in hp1, hp2 filter which is a related failure to the reported air detected in cassette warning. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code.upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that the patient encountered a fluid leak during a pd treatment. In fill 1 of 2 there were many air detected in the cassette warnings. Fluid was discovered. Technical services issued the patient a new cycler. The patient was able to carry out manual treatments in the absence of a cycler. In a follow up call with the patient's pd nurse, it was verified that the patient did not have any harm, adverse event or intervention in association with the fluid leak. The patient did receive a new cycler which the patient is using with no further issues. The cycler is available to return for analysis.